Manufacturer narrative:
One device was received for evaluation. This device had been used in the treatment or diagnosis of a patient. A review of the lot number reported indicates that the product was within the assigned expiration date at the time of the reported incident. The reported condition was not confirmed. The device was recognized and activated normally when tested. No alarms occurred and an end tone was heard each time indicating a completed seal. An alternative and reportable issue was identified, where one of the snap pins had broken off and was not returned. Snap damage can be caused by the user improperly misaligning the snaps into the mating holes during assembly. This damage can also be caused by multiple assembly attempts. The investigation identified the root cause of the reported event to be attributed to user error. Refer to the product instructions for use (IFU) for additional information on the proper method of assembling the electrodes onto the reusable instrument. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, there was a sealing issue with the device. The device would activate and continue to seal but would not reach an end tone. An alarm would occur. There was no patient injury. Examination of the received sample found one of the snap pins from the jaws of the device had broken off and was not returned.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.